Manufacturer narrative:
Submit date: 12/07/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with and enteral feeding pump. Upon triage on (B)(6) 2016 the service tech found the unit does not alarm at power on.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for "unit does not alarm at power on." The condition was confirmed. The issue was isolated the pcb due to liquid ingress. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.